Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation with welts. The patient's physician advised the patient to remove the lifevest until the irritation improved. Follow-up indicated that the condition of the irritation was the same. The medical outcome of the irritation is unknown. The patient ended use of the lifevest due to the irritation.